Event description:
A report was received that a patient experienced loss of stimulation. The bsn representative noticed high impedances on 3 contacts. The physician decided to replace the paddle lead due to high impedances. The patient is doing well and receiving good coverage after the procedure.

Manufacturer narrative:
The explanted lead was not returned to bsn for analysis, as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted device found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.